Event description:
It was reported that the device was used during a coronary artery bypass graft procedure. It was reported by the rep that the atrium tore while placing absolute clips, it was repaired with suture. While applying the clips, it did not release and tore the tissue. The injury was repaired with suture. There was no consequence to the pt.